Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Dexcom technical support got in contact with patient. Patient reports the device read 129 while the finger stick value was 300. Patient reports they calibrated the device during rapid rates of change. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.